Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Date of event: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "infections occurred on 3 patients with novosyn quick 3/0. The wires were not resorbed and there was presence of abscesses." Additional information has been requested however, not yet received. If additional information is received a follow up report will be submitted. All med watch submissions related to this patient are: 3003639970-2018-00719; 3003639970-2018-00720.

Manufacturer narrative:
We have not received information regarding the possible novosyn quick code/s-batch/es involved in this case. Without this information a proper analysis cannot be done as the review of the batch manufacturing records cannot be done either. Without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or information regarding the reference involved is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.